Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they had a really bad backache about 2 weeks ago, so they turned the therapy off and the backache went away right away. The caller indicates that they have fallen a few times in the last 8 months and think they may have knocked the implant out of position. They have also lost about 20 pounds. Helped the caller connect to the implant and increase the stimulation. The patient will maintain the stimulation level and will continue to track symptoms. Confirmed stimulation in the bicycle seat area and comfortable. Redirect to doctor if issue persists.